Event description:
It was reported that the patient was having difficulty establishing contact between the device and the recharger. The patient sought help from her doctor's office where the nurse was also unable to establish a connection and tried using another recharger without success. The physician decided to replace the device and the new device was able to connect with the recharger both before and after the surgical revision. After the revision, it was attempted to get contact between the explanted device and the rechargers and again it did not work. No patient injury or symptoms were reported. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial #(B)(4)) found that the battery had a reduced capacity due to over discharge. The ins was received in an overdischarged state. The telemetry was restored after 1 full physician mode recharge. According to the trace report taken from the ins, there was only 1 overdischarge count. The last recharging that occurred before the dev ice went to the lock mode was on (B)(6) 2012 and the battery finished at 3.690 volts. On (B)(6) 2012 the ins entered the lock mode. A 3 minute recharge was done later in the day on (B)(6) 2012, which did not bring it out of the lock mode. No other recharging was recorded until the ins was recharged in the neuromodulation analysis lab. It was unlikely that the ins reached the overdischarged state prior to explant on (B)(6) 2012 because it generally lasts approximately 60 days in the lock mode prior to overdischarge.